Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: two samples were received in used condition. The visual inspection found that they were received without the white cap and one without the blue clip. During the functional testing, the samples were fully priming and connected without difficulty. The pump was set running and no alarms were activated. The failure mode could not be replicated by testing so the complaint was not confirmed. No root cause could be determined as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an occlusion alarm while in use with a pump. When the tube was loosened, the clogging was stopped. Patient injury unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.